Event description:
A malfunction alarm identified as malf 12 occurred, but there was no adverse impact to the customer's blood glucose level. The issue did not cause the glucose levels to exceed concerning thresholds. Customer technical support provided information on resetting the pump and assisted the customer in doing so. After the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to reach out again if the issue reappeared.